Event description:
The pt reported the charging sys and the charger box heats up while attempting to recharge the ipg. The pt had turned off the stimulator to conserve the battery. In an effort to address the issue, a replacement charging sys was sent to the pt which exhibited the same complaint; therefore, a second replacement charging sys was sent to the pt. Per further f/u, the pt indicated the second charging sys becomes warm but not hot and that she is satisfied with the replacement.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.